Manufacturer narrative:
No medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that a decrease in sensing and increase in capture threshold were observed at implant. Dislodgement was suspected. The lead was explanted and replaced.